Event description:
It was reported that during an exam the table on the axiom luminos drf sys suddenly began to tilt with the pt on the table. According to the provided info the tilting motion began without the operator touching the side panel or the console. The dr had to hold the pt and press the emergency button to stop the sys movement and prevent pt from falling off the table. There is no injury involved in this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The log files of the event and the table side controls were submitted to the factory for further eval. The investigation is on-going.